Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 03-mar-2016, an fse conducted follow-up with the customer over-the-phone to address the reported event. Fse performed troubleshooting with the customer instructed her through installation. The instrument returned to normal operation. The most probable cause of the reported event was due to a bent sample probe.

Event description:
On (B)(6) 2016, a customer reported a bent sample probe on their aia-360 analyzer. The customer is unable to run bhcg patient samples. On (B)(6) 2016, field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting bhcg patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.